Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The lens was discarded by the site and unable to be returned for evaluation. No additional investigation is possible. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal) has been explanted from the patient due to unexpected refractive outcome and shift in lens position. Rxsight's first awareness of the event was 09/12/2022.